Event description:
It was reported that, during acl reconstruction procedure, the screw broke, the channel was properly prepared, size matched, the screw just broke down and was replaced by the new one. All broken pieces were removed from the patient. The procedure was completed with a s+n back up device. There was non-significant surgical delay and no patient further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. It was determined the device did not contribute to the reported event. A review of the customer provided images found labelling confirming the product identification information. Another image found a fractured anchor on gauze with biomatter on and around the anchor. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. Our clinical investigation concluded: per case details, the broken biosure screw was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during acl reconstruction procedure, the screw broke, the channel was properly prepared, size matched, the screw just broke down and was replaced by the new one. All broken pieces were removed. The bone quality was average. The patient status is unknown. The procedure was completed with a s+n back up device. No significant delay and no patient complications were reported.